Event description:
A healthcare professional reported with a description of implanted intraocular lens with a scratch.

Manufacturer narrative:
The product was not returned. A photo was provided of a monitor screen. A single -piece, clear, monofocal lens was visible implanted in an eye. A metal instrument was pointing to the area of interest. What appears to be a scrape mark was visible near the lens periphery. This appears to be on the posterior surface. The mark was in line with one optic/haptic junction. Damage in this area has been shown to occur with inadequate viscoelastic and rapid advancement. Associated products were not provided. It is unknown if qualified associated products were used. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned. Based on review of the provided photo, the lens was damaged. The product investigation could not identify a root cause for the observed damage. This appears to be on the posterior surface. The mark was in line with one optic/haptic junction. Damage in this area has been shown to occur with inadequate viscoelastic and rapid advancement. Not enough information was provided for further investigation. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).